Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported difficulty tracking the patient's pupil during surgery, which caused some delay in completing the surgery. In a follow up, the technician reported that after lifting the corneal flap, the system would not lock on the pupil and they were unable to proceed with the surgery. A call was placed to technical support, and the system proceeded to track the pupil after a few minutes. The procedure was completed successfully with no injury to the patient. The technician was unable to provide patient identifiers. No further information is expected.